Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was not previously serviced for the reported condition of channel b pumphead module keypad. (B)(4).

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the channel b pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention necessary, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.